Event description:
I used clear care no rub solution by cibavision to clean and store my soft contacts. Lot # 75782 and exp: 10/2009. When I pulled my contact out of storage, I thoroughly rinsed both sides of the contact twice with a separate saline solution and placed the contact in my eye. I did this with both contacts and within seconds both eyes were burning severely causing my eyes to turn red and tear up. I removed both contacts and rinsed again as before. This time I was able to put in both contacts with a minimal amount of stinging. However, I will not use this product again. Despite the thorough rinsing, it was too painful. This was my first time to use this product and I have never had anything like this happen before with any other of the numerous products I have used over the last 20+ years of wearing contacts. Dose or amount: 5 ml to store contacts only. Dates of use: 2008. Diagnosis or reason for use: use to clean and store contacts only.